Manufacturer narrative:
(B)(4). One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with mild degradation. Additional examination under magnification on the fiber face within the sma connector revealed that there was a debris on the fiber face and that only a small amount of light was coming through. There was no damage along the body of the fiber. The condition of the returned device would cause the device to have no energy output thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accutrac 200 laser fiber was used during a ureterolitotripsia procedure in the ureter performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, the laser fiber did not pass energy to break to the kidney stone. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there was a debris on the fiber face with in the sma connector.